Event description:
It was reported that alarm 01 occurred while customer was using cartridge from reported lot, and caller did not confirm any visible damage to cartridge. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to load new cartridge, was able to resume insulin successfully, and original cartridge was arranged for return for further evaluation.